Manufacturer narrative:
Block b3: exact date unknown, event occurred since 2012. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 15035439, UDI: (B)(4).

Event description:
It was reported that the patient was not getting significant pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components will not be returned per facility policy.